Event description:
New information received notes that the right ventricular lead svc coil was damaged during right atrial lead explant.

Manufacturer narrative:
Correction: atrial lead noise noted on atrial electrogram intermittently since 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received yet.

Event description:
It was reported that intermittent atrial noise was noted on atrial egm. Lead was explanted and replaced. Right ventricular lead was also explanted and replaced due to an unknown reason. Further information is not available at this time. Patient was stable. Related manufacturer reference number: 2938836-2019-02289.